Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned for investigation with visible moisture in the display lens. On examination, the audio bolus button was noted to be detached from the pump. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. Functionality testing of the pump was not able to be done because the pump would not power on. A leak test was performed and revealed a leak at the missing audio bolus button. The pump cover was removed for investigation and revealed visible moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that after the patient went swimming with the pump, the pump lost power. The reporter indicated that there was evidence of moisture behind the display screen and in the ir communication window. The reporter confirmed that there was no known damage to the pump housing or to the battery cap and confirmed that the battery cap was secure to the pump with no yellow o-ring showing. This report is made based on the allegation of the pump power issue.